Event description:
It was reported that the patient was diagnosed with cervical spinal stenosis. The patient presented with neck pain, shooting arm pain, and weakness. The patient underwent acdf c6-c7 using an allograft bone dowel from allosource to treat c6-7 herniated disc. There is no mention of rhbmp-2/acs in the medical records and implant log provided. No complications were noted. The patient was discharged on pod 1 with a cervical collar. At 2054 days post-op, the patient presented with pain in the shoulder joint, chronic back pain, and neck pain. Per the physician's notes, "had surgical fusion of c6-7 in 2005 with good relief for 1mo; then involved in t-bone wreck and pain returned to previous level." At 2614 days post-op, the patient underwent a cervical medial branch injection. At 2762 days post-op, the patient presented with neck pain. Per the physician's notes, "neck pain radiating down the arm. Tenderness of the c5-c6 and c6-c7 region with paraspinal spasm and significant restriction of neck range of motion. MRI of his c-spine, shows multilevel degenerative changes involving the facet joint as well as intervertebral narrowing at c4-c5, and he has old fusion at c5-c6 and also mild broad-based protrusion, asymmetric, more to the left at c6-c7. Failed pt. Failed facet injection." At 2819 days post-op, the patient presented with low back pain radiating into the left groin, subjective weakness in the left leg, numbness in the left hip and the top of the left foot. The patient reported numbness and tingling from the right cervical area into the right upper arm to the right elbow, and numbness in his entire right hand. Nerve conduction studies were interpreted to indicate "evidence of a right ulnar sensory neuropathy." At 2853 days post-op, the patient presented with arm pain. An MRI of the cervical spine was interpreted as follows: "overall study limited secondary to motion artifact. Increased/new c6-c7 vertebral body fusion. Increased moderate diffuse disk bulge c4-c5 with associated borderline spinal canal stenosis." An MRI of the lumbar spine indicated "possible exiting nerve root contact l4-l5 secondary to mild diffuse disk bulge. Degenerative change." At 2906 days post-op, the patient presented with cervical degenerative disc disease for follow up. At 2937 days post-op, the patient presented with lower extremity disease (thigh, calf) and underwent abis. Post-operatively, it is alleged that the patient developed intense pain in the neck and shoulders, numbness in the fingers of each hand, numbness in the right leg, difficulty swallowing, nerve damage, swelling and closure of the neck and headaches after receiving rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.